Event description:
It was reported that the image quality on the 9800 system is poor. It was stated that the image intermittently loses contrast and becomes grainy. It was also noted that the size of the pt has no effect on the reported problem. There was no report of pt injury.

Manufacturer narrative:
No additional info at this time. When additional info is provided, it will be reported as required.